Manufacturer narrative:
To date, it is not known if this lead was repositioned or removed from service or if intervention was performed.

Event description:
Boston scientific (bsc) received information from a non-bsc sales representative that this transvenous right ventricular (rv) lead exhibited loss of capture in vvi mode that appeared to be the result of lead dislodgment. This lead had been inserted into the non-bsc medical device and all lead measurements were otherwise normal in testing. The boston scientific technical services consultant advised that this lead most likely had become dislodged. There were no reported adverse patient effects associated with this event information.